Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 255-16-275, system communication error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error code 255-16-275 was confirmed through a review of the logs but not reproduced during laboratory testing initial functional testing and programmed infusion were not able to replicate the reported error code 255-16-275. The suspect pcu passed all the pm (preventive maintenance) tests in alaris system maintenance. The event date was reported as 23 april 2025; time was not reported. A review of the suspect pcu event log showed no infusions were programmed on the reported event day, however at 12:10 pm the suspect pcu device was put into maintenance mode, concomitant pump module s/n (B)(6) was attached as channel a, concomitant pump module s/n (B)(6) as channel b, right after error log review showed the reported error code 255-16-275 (software fault) at 12:11 pm, identified as ¿ose_flush¿. At 12:13 pm the pcu device was turned on, and put into maintenance mode, the concomitants pump modules were attached as intended, a minute after the suspect module was turned off, there is no record of further infusions during the event date. According to the system error tip sheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 255-16-275, system communication error. There was no patient involvement.